Manufacturer narrative:
Device evaluation: product testing could not be performed since the product was not returned for evaluation. If product be received regarding this event the case will be reopened to complete product evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed no additional complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, the lens was removed/replaced within the initial procedure. If explanted, give date: not applicable, the lens was removed/replaced within the initial procedure. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tecnis itec preloaded intraocular lens (iol) would not unfold when inserting into the patient''s right (od) eye. There was no additional surgical intervention required. A replacement lens was used to complete the procedure. Reportedly, patient is doing great after surgery. No additional information provided.